Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent unknown breast surgery with a mentor contour profile moderate gel - lumera, silicone prosthesis which the patient had been recommended to remove implants since her date of implantation was 15 years ago. This patient was part of adjunct study. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No product issue reported. This report is for the left side.